Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 238mg/dl. The customer's level at the time of hospitalization was 400mg/dl. The customer was treated at the hospital for the highs. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised of possible occlusion. The customer was advised to conduct full set and reservoir change.